Event description:
It was reported that after using a bd insyte autoguard shielded IV catheter and pressing the safety mechanism button, the needle failed to retract. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
One sample belonging to lot number 7352881 was received for evaluation by our quality engineer. Visual analysis of the product revealed damage to the grip component which would have prevented full movement of the safety mechanism. A device history record review did not reveal any quality issues during the production process that could have contributed to the observed defect. It has been determined that the grip damage occurred within the assembly machine due to an equipment defect. An update has been performed to the assembly station software to detect and discard damages of this kind. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after using a bd insyte¿ autoguard¿ shielded IV catheter and pressing the safety mechanism button, the needle failed to retract. There was no report of exposure, injury or medical intervention.